Event description:
Within six months of getting my implants, I developed swollen lymph nodes, pain in the breast, armpit and chest, a small mass on the right breast, eye twitching, headaches, migraines, weight gain, swelling and puffiness in face, bloated stomach, swelling in hands and feet at times, heartburn, gerd, nausea, upset stomach, multiple pre-cancerous cysts & masses on my ovaries and uterus resulting in a partial hysterectomy then a year later completely it caused me to almost die from internal bleeding, ringing in ears, neck and shoulder pain, aching joints, gallbladder issues (stones and I have to have it removed soon), loss of hair, changes in its texture, vertigo, dizzy spells, unexplained itching all over, issue with foods I never had prior to implants. Bleeding ulcers, issues with going to the bathroom, leaking urine. Extreme exhaustion, always tired, constant feeling of anxiety, emotional roller coaster because, no one believe that my implants are the root to all these issues. I complained to the plastic surgeon, my regular doctor, seen specialists and had more tests than I can count over the last 13 years. Most tests come back with no reason for symptoms, no explanation to why my body feels like this and is fighting against itself. And then I found that over 40,000 women are going through the exact thing and that confirmed I¿m not crazy and the one thing in common we all have is breast implants. Our implants that our plastic surgeon told us were ¿safe lifetime devices¿ are slowly killing us. And now the FDA finally admits they cause cancer also.